Event description:
The reporter stated that the device did not fully deliver medication. There was no known pt injury or treatment associated with this event.

Manufacturer narrative:
The suspect device was returned and evaluated. The reported problem could not be duplicated during the evaluation process. The history of downloaded from the device did record a plunger not in place error. As a result, the plunger board was replaced and the plunger head reassembled as a precaution.